Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the bipolar component disassociated after an attempted closed reduction. The components remain in the patient.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. It was reported that no further information is available, therefore, no product identification information is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6;h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Radiographs were provided and reviewed by a healthcare professional. Review of the available records identified the following: there was a bipolar left hip arthroplasty, and the bipolar head component had dislocated superolaterally. The femoral head was seated within the native acetabulum. There was no fracture. A definitive root cause cannot be determined. This complaint was confirmed based on the radiograph review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.